Event description:
A report was received that the patient was experiencing pain and discomfort at the midline incision. The patient's lead and lead anchor were removed due to suspected infection at the lead site. The physician plans to remove the ipg at a later date.

Event description:
A report was received that the patient was experiencing pain and discomfort at the midline incision. The patient's lead and lead anchor were removed due to suspected infection at the lead site. The physician plans to remove the ipg at a later date.

Manufacturer narrative:
Device evaluation indicated that the ipg and splitter passed electrical, performance and photographic imaging tests performed. Analysis for the ipg sc-1132 s/n (B)(4) and splitter sc-3400-30 s/n (B)(4): sterilization record did not find any anomalies or deviations that potentially related to the reported event. By the medical facility.

Manufacturer narrative:
Device analysis the ipg and lead splitter were returned to bsn and analyzed. Sc-1132 s/n (B)(4): device evaluation indicated that the ipg passed performance and electrical tests performed. The ipg failed the external visual test performed. A piece of the header had been broken during a previous lead revision procedure (due to high impedances), and was received separately under bsn588625. A review of the sterilization record of the ipg did not find any anomalies or deviations that potentially relate to the reported event. Sc-3400-30 s/n (B)(4): device evaluation indicated that the lead splitter passed visual and x-ray tests performed. A review of the sterilization record of the lead splitter did not find any anomalies or deviations that potentially relate to the reported event. By the medical facility.

Manufacturer narrative:
Additional information was received that a pustule was found on the lead anchor incision site. The physician assessed the infection to be procedure related (MFR# 3006630150-2014-02120) but not device related. The patient was prescribed antibiotics and underwent an additional procedure wherein the ipg was explanted due to the infection at the anchor site. Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 16480780, description: next generation anchor kit-sterile; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain and discomfort at the midline incision. The patient's lead and lead anchor were removed due to suspected infection at the lead site. The physician plans to remove the ipg at a later date.

Event description:
A report was received that the patient was experiencing pain and discomfort at the midline incision. The patient's lead and lead anchor were removed due to suspected infection at the lead site. The physician plans to remove the ipg at a later date.